Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for the pertinent lot was review; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the same lot. The aug 2008 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation on aug 8, 2008, that a speedband superview super 7 multiple band ligator was used to treat an esophageal varix in 2008. According to the complainant, an attempt to deploy a ligator band on the varix failed. A subsequent attempt also failed, after the device was removed from the pt. Reportedly, the procedure was completed with another speedband superview super 7 band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."